Event description:
It was reported via repair work order that the power load unit would not release the cot due to a foreign object (catheter cap) that was found lodged on the rail at the spring loaded locking area. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.